Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the surgeon opened the device packaging they found out that, the thread was separated from the suture needle and cannot be used normally. The surgeon then used another device to resolve the issue in order to complete the case.